Event description:
A consumer reported that, the patient had surgery in right eye 2 weeks ago. After that the patient had monovision and this was the distance eye. But patient could only see 10 ft in the front clearly. Additional information received stated that the patient could not see to drive.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The lens used is a monofocal lens which corrects for one distance, near or far, as targeted by the surgeon. Information was provided the patient was advised to contact surgeon about concerns. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).